Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer spoke to john in tech and stated that the chair intermittently stops and gets either a 9 or 10 fault.